Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during treatment to 20mm x 18mm ruptured aneurysm, when using a 90cm cerebase da guide sheath (gs9090sd, 30440402), the proximal end of the catheter between the catheter and the hub (at the junction point) was leaking fluid. The procedure was completed by using the damaged cerebase with a tegaderm to cover the leak. There was no patient injury reported. The event prolonged the procedure by three minutes. There appeared to be no catheter damaged prior to use. There was no evidence of air being injected into the patient due to the leakage. Excessive force was not observed. The device was stored and prepped per the instructions for use (IFU). Adequate flush was maintained through the devices. All concomitant devices function as expected.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this medwatch report: g3, g7, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during treatment to 20mm x 18mm ruptured aneurysm, when using a 90cm cerebase da guide sheath (gs9090sd, 30440402), the proximal end of the catheter between the catheter and the hub (at the junction point) was leaking fluid. The procedure was completed by using the damaged cerebase with a tegaderm to cover the leak. There was no patient injury reported. The event prolonged the procedure by three minutes. There appeared to be no catheter damaged prior to use. There was no evidence of air being injected into the patient due to the leakage. Excessive force was not observed. The device was stored and prepped per the instructions for use (IFU). Adequate flush was maintained through the devices. All concomitant devices function as expected. A non-sterile unit cerebase da guide sheath, 90cm was received inside of a pouch. The device was visually inspected, and it was found that the ID band is out of position, also a fracture condition can be observed on the body of the device, the braided mesh can be observed. No other damages or anomalies were observed during the analysis. A functional test was performed on cerebase da guide sheath, 90cm while flushing the device to find any leak. A leak was observed below the ID band and at the fracture section. A manufacturing record evaluation was performed for the finished device 30440402 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿catheter (body/shaft) - leakage¿ was confirmed, since a separation ¿crack¿ was found below the ID band causing the leak observed during the functional test. This condition may be related to the usage and ID band out of position noticed during the visual inspection however it cannot be conclusively determined at this moment. The fracture condition noted on the device is related with the customer¿s complaint and appears to have been caused by handling, speed and force being applied to the device at the procedure time, however this cannot conclusively determine. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position.